Event description:
Report 1 of 2. Consumer reported upon removal of a tampon, the string broke. She manually removed the pledget from her vaginal cavity. She said it was painful, stressful and caused anxiety at the time of incident. These issues resolved and she did not seek medical attention.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Not returned to manufacture.